Manufacturer narrative:
G4: 02jul2020. B4: 06jul2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The biomed noticed brown/yellow residue in the patient outlet port, the blower and back to the flow sensor assembly. The rse advised the biomed to replace the blower, boot kit, gas outlet port, flow sensor assembly and anything else that the residue was found on. Multiple good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of even: (B)(6) 2020. Date of report: 10jun2020.

Event description:
The customer reported that there was contamination in the blower and flow sensor. The device was not being used for treatment and there was no patient involvement or harm when the reported event occurred.